Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. On (B) (6), 2010, the lay user/reporter contacted lifescan (lfs) alleging that the display on the one touch ultralink meter has black marks and looks like it is cracked on the side. The pt manages his diabetes with an insulin pump. On (B) (6), 2010 at 11 am, the pt reportedly did not test his blood glucose due to the alleged display issue. At around 4:30 pm, the pt felt weak and tested on another device obtaining a blood glucose reading of "53 mg/dl." The pt promptly administered self treatment with food/drink. During troubleshooting, the csr noted that there was no product misuse based on the info provided. This complaint is being reported due to the display issue. However, there is no evidence that the pt suffered a serious injury due to the product issue. The pt's symptom did not meet the criteria of a serious injury. The pt obtained a blood glucose reading of "53 mg/dl" on another device and did not require the assistance of another person for treatment. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.